Event description:
It was reported that the bd luer-lok¿ syringe had spotty particles on the syringe tip. The following was received by the initial reporter: verbatim: customer reports luer-lok tip syringe, on the outside of syringe there is discoloration cloudy and spotty particles on syringe tip.

Manufacturer narrative:
H6: investigation summary it was reported there is discoloration, cloudy and spotty particles on syringe tip. As a sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 309680, lot 3118924. The review revealed there were no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria. Additional device histories were reviewed for each batch of syringes used in the manufacturing of this batch. There was no documentation of these type of defects during the production of these lots. Based on the investigation with no sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had spotty particles on the syringe tip. The following was received by the initial reporter: verbatim: customer reports luer-lok tip syringe, on the outside of syringe there is discoloration cloudy and spotty particles on syringe tip.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: allergy syringe. Device failure: discoloration / variation in color / cloudy.

Event description:
No additional information.